Event description:
Healthcare professional reported left side "signs of rupture intra-extracapsular", "solid, hypoechogenic, oval nodules", and "point calcifications" detected via mammogram and ultrasound, and "single isolated cysts" which is not device-related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.